Event description:
The customer reported the front board on the subject device flashed when starting up during a procedure. The procedure was completed using the subject device. Additional details have been requested regarding the reported event. No additional information was provided. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. During inspection and testing, the front panel blinking was not confirmed. The screen blacked out during testing and an alarm was generated due to a faulty circuit board. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.